Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the avea ventilator was displaying "circuit occlusion, exhalation high and peak pressure" alarms. The inspiratory pressure transducer calibration procedure was performed, and the ventilator failed. The customer reported no patient involvement and that this occurred while checking the vent and preparing it for use.